Event description:
(B)(4). I ended up in the ER the days after the procedure for essure. That was the most painful surgery and recovery I ever had. I've had abdominal pain, really heavy bleeding, migraines, skin rashes, joint pain, severe asthma attacks, extreme fatigue, hair loss, and much more "ever" the procedure. I lost about 30% of my hair after the procedure and it took about a year to grow back in, but it isn't the same. It's thinner and finer. My migraines can be debilitating about 4-6 days a month on average, but there is already at least an uncomfortable headache plaguing me. My back aches all the time as well. I have endless insomnia. I gained 20+ pounds and can't take it off "boo battery" what I do either. I'm exhausted by these things, but really mad to find out it may all be from the supposedly safe essure procedure I had.